Event description:
It was reported that a rise on capture threshold had been observed on the atrial lead. The lead was explanted and replaced during a device changeout procedure. Upon explant, damage to the leads insulation was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.